Event description:
It was reported that the right atrial lead exhibited intermittent capture and had p wave amp variation. The device was successfully reprogrammed and normal lead function resumed. The patient did not experience any symptoms and was in stable condition post event.